Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent a breast augmentation primary with two 210cc mentor smooth round high profile saline breast implants has experienced bilateral capsular contracture grade ii and unexplained systemic symptoms postoperatively, including fatigue, joint pain, memory loss,and shooting pain in breasts. The issue of capsular contracture was confirmed by the doctor. The patient will have removal without replacements. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).